Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed a broken video connector was noted, moisture was noted inside the camera, the charged coupled device (ccd) was noted to be out of order, cable was out of order and the coupler was out of alignment. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image and had connection issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The root-cause of the reported issue could not be determined, however, it is likely that the image was not displayed as a result of a communication failure due to a damaged connector. It is probable that the cause of the damaged connector was dropping or hitting. The event can be prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.